Event description:
It was reported by the customer " the clinician placed the line, catheter went over the wire fine but when she attempted to remove the wire it stuck inside the distal port. They tried multiple times to remove the wire and ended up having to pull the line and wire as 1 unit for fear of shearing the wire.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.